Event description:
It was reported that the right ventricular (rv) lead had ventricular oversensing during one non-sustained ventricular tachycardia (vt) episode. Follow up with the physician's office indicated that no intervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.